Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Reportedly, the pump had not been used for several months and there was no patient involvement, as device had not been used on the customer at the time of the reported event. The user would continue to use manual injections for therapy.